Event description:
Customer reports that she "crashed" because she couldn't take her blood glucose while using the advantage system. Customer has not been able to use meter for 2 wks because the batteries were dead, then was getting code error. Customer reports low blood glucose symptoms. Customer states she was not able to help herself, her sister got her cold cloth and candy, customer reports feeling better 5 mins. After eating candy. Customer attempted to test during low blood glucose event. A request was made for return of the suspect device and a replacement was sent.